Manufacturer narrative:
The catheter ((B)(4)) was returned for analysis. Analysis of the catheter found a break in the catheter body. Additional information determined the following patient code is also related to this event: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen (concentration 425mcg/ml; dose 69mcg/day; lot unknown) and dilaudid (concentration 2mg/ml; dose 0.32mg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. On an unreported date the patient began to experience baclofen withdrawal and pain. A catheter dye study was performed and the hcp could not aspirate. The catheter was explanted and replaced on (B)(6) 2016 and during the surgery the hcp could aspirate ¿with lots of bubbles.¿ when the catheter was explanted, the spinal portion remained in the intrathecal space. The catheter appeared to be already broken. The issue was resolved. Patient status at the time of the report was alive with no injury. A supplemental report will be submitted if additional information is received.